Manufacturer narrative:
The device was observed to be in the not deployed state, the pink slide insert was not visible through the window on the top housing and the linkage assembly was observed to be in the not deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. Data showed that the device had been deactivated by the user at the end of first prime. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. Since the needle mechanism did not deploy during operation, it was not possible for cannula assembly to insert into the infusion site. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Event description:
It was reported the patient¿s blood glucose level reached 500 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the cannula was possibly not inserted correctly into the infusion site. And the adhesive was not secure. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.